Manufacturer narrative:
The results of this investigation concluded fibrous thickening of all cusps, perforation of cusp 2, and fibrous pannus ingrowth on the inflow surface of cusp 2. Special stains were negative for organisms, and no acute inflammation or significant calcifications were present. There was no evidence found to suggest the cause of the fibrous thickening, pannus formation, and perforation were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the fibrous thickening, pannus formation, and perforation remains unknown.

Event description:
Approximately two years postoperatively, a follow-up echocardiogram revealed paravalvular leakage. It was indicated the physician thought the paravalvular leakage may have resulted from the implant procedure. The valve was explanted and replaced with another 21 mm sjm epic valve. Upon explant, a perforation, approximately 1 mm, was found on the side of one cusp. It was reported no instruments were passed through the valve or made contact with it during implant. The patient was reported to be recovering.